Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v168018, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device had malfunctioned, so the hcp turned it off in 2015. The hcp confirmed the device was off.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v168018, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient reported that she has had problems with her device since implant in 2008. Additional information received from the patient reported that the device for her bladder had been malfunctioning. The pulsation had moved to his right cheek of his hind end. The hcp and company representatives shut the device off. The patient also noted that the hcp¿s office was trying to get approval for having it removed and replaced, and positioned in a new location. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome regarding this event was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.